Event description:
It was reported that the shaft was broken. A 6mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the shaft was broken. There were no patient complications reported and the patient was fine post procedure.